Event description:
It was reported, that a device shift and leak occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no complications that were reported to have occurred. At an unknown time, it was noted, that the closure device had shifted. And there was a leak under the fabric. No intervention or treatment was performed. There were no patient complications that were reported to have occurred.